Event description:
It was reported that while in use on a patient, the battery in a 980 ventilator was not charging. There was no patient harm. Reportedly, service responded and changed the battery without needing to transfer the patient to another ventilator as there was no cease of ventilation.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.